Manufacturer narrative:
It was reported that the patient had a (B)(6) catheter placed on second shift and during night shift the patient reported that the catheter fell out. The staff nurse noted that the catheter was not in place and the balloon of the catheter was deflated so another (B)(6) catheter was placed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unwilling to provide further incident details to the manufacturer. The customer stated that they did not save samples to return for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the indwelling (B)(6) catheter balloon deflated while inserted in the patient. The catheter fell out of the patient and was replaced with a new catheter.